Event description:
It was reported that the device was used during a gastric bypass, roux en y. The doctor does not like the high staple pick. Hard to fire into the enterotomy. A tear occurred in the serosa of the bowel. The surgeon did not provide information on how the tear in the bowel was addressed. No leak was mentioned. The same device was used to complete the case. Device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. In regards to the matter. The surgeon noted a serosal tear, which in and of itself does not indicate a clinical issue. However, he felt the need to excise it, presumably because it was immediately next to his enterotomy. He simply enlarged the enterotomy and completed the case without a change in outcome to the patient. This does not meet the threshold of changing surgical strategy, but rather is a representation of the myriad ways in which surgeons adjust during the conduct of complex surgical procedures. (B)(6).